Event description:
It was reported that the pump touch screen was on, but the display remained black. The customer's blood glucose (bg) level was 12 mmol/l. Technical support decided to replace the pump.